Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there were frequent code error alarms. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. A "high pressure" alarm, a ¿no disposable¿ alarm, and a "power down" alarm were recorded in the event log several times. Functional testing was performed, and the reported issue was not confirmed. The root cause of the event was unable to be identified because no problem related to the detachment alarm of the dose cord connector was observed in the device, its components, or the event log history. As a preventive measure, the dose cord connector was replaced with a known good one.